Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Investigation summary: the complaint device was received and inspected. The complaint was confirmed. Visual inspection revealed numerous scratches and nicks along the surface of the device, and the laser lines were heavily faded indicating that the device had been heavily used. The trigger was pulled, and it was observed that the top jaw would not fully close. It appears that the jaw to shaft pin is loose, and the jaw can be manipulated side-to-side. The device is over 10 years old, in which case repeated processing of the device over many years may have led to the pin becoming loose. When the jaw to shaft pin is loose the jaw of the device may become loose therefore is a root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported via email by the admin that during an unspecified surgical procedure of the shoulder, it was observed that the jaws on the customer's expressew ii device would not close. It was reported that they swapped the device with another device to complete the procedure. There were no patient consequences or delays. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. During in-house engineering evaluation, it was determined that the that the jaw to shaft pin was loose, and the jaw could be manipulated side-to-side. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.